Event description:
It was reported that right ventricular (rv) lead exhibited over-sensing noise and high pacing impedance. The lead was capped and replaced on (B)(6) 2026. The patient is in stable condition.